Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received via health authority (B)(6); reference number: mw5071519) on (B)(6) 2017 from a patient. This case concerns a female patient who received treatment with synvisc injection and after unknown latency the patient experienced little increase in pain/ overwhelming pain, knees felt funny and used lidocaine and cortisone with each injection/ received single injection synvisc (device use issue). Concomitant medications included hyaluronate sodium (euflexxa), levothyroxine sodium (levothyroxine), hydrochlorothiazide, potassium chloride (klor-con), hydroxycarbamide (hydroxyurea), tramadol hydrochloride, gabapentin, over the counter medications, ascorbic acid/calcium pantothenate/ergocalciferol/nicotinamide/ pyridoxine hydrochloride (women vitafusion multivitamin), ergocalciferol (vitamin d) and acetylsalicylic acid (aspirin). Past medications included synvisc (first series in 2013, second series in 2014 and third series in 2015). On an unknown date in 2016, the patient received a single injection with intra-articular synvisc injection (dose, frequency, indication, lot number: not reported; and expiration date: 01-dec-2019) in the knees bilaterally. It was reported that the physician assistant (pa) used lidocaine and cortisone with each injection (device use issue). Pa was hesitant to do both knees at the same time but patient wanted relief from the pain (which was now in both the knees) and wanted to be pain free for a minimum of 6 months. On an unknown date, unknown latency of receiving the injection patient's knees felt "funny" for 2 hours there was little increase in pain for a few days. Action taken: unknown. Corrective treatment: not reported for all. Outcome: recovered for little increase in pain/ overwhelming pain and knees felt funny. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: medically significant for little increase in pain/ overwhelming pain.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received via health authority (food and drug administration (FDA); reference number: mw5071519) on 26-sep-2017 from a patient. This case concerns a female patient who received treatment with synvisc injection and after unknown latency the patient experienced little increase in pain/ overwhelming pain, knees felt funny and used lidocaine and cortisone with each injection/ received single injection synvisc (device use issue). Concomitant medications included hyaluronate sodium (euflexxa), levothyroxine sodium (levothyroxine), hydrochlorothiazide, potassium chloride (klor-con), hydroxycarbamide (hydroxyurea), tramadol hydrochloride, gabapentin, over the counter medications, ascorbic acid/calcium pantothenate/ergocalciferol/nicotinamide/ pyridoxine hydrochloride (women vitafusion multivitamin), ergocalciferol (vitamin d) and acetylsalicylic acid (aspirin). Past medications included synvisc (first series in 2013, second series in 2014 and third series in 2015). On an unknown date in 2016, the patient received a single injection with intra-articular synvisc injection (dose, frequency, indication, lot number: not reported; and expiration date: 01-dec-2019) in the knees bilaterally. It was reported that the physician assistant (pa) used lidocaine and cortisone with each injection (device use issue). Pa was hesitant to do both knees at the same time but patient wanted relief from the pain (which was now in both the knees) and wanted to be pain free for a minimum of 6 months. On an unknown date, unknown latency of receiving the injection patient's knees felt "funny" for 2 hours there was little increase in pain for a few days. Action taken: unknown. Corrective treatment: not reported for all. Outcome: recovered for little increase in pain/ overwhelming pain and knees felt funny a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: medically significant for little increase in pain/ overwhelming pain additional information was received on 09-oct-2017. Global ptc number and results were added. Text was amended accordingly.

Event description:
Little increase in pain/ overwhelming pain/soreness [knee pain], knees felt funny [discomfort in joints], used lidocaine and cortisone with each injection/ received single injection synvisc [wrong injection technique], used lidocaine and cortisone with each injection/ received single injection synvisc [device used for unapproved schedule]. Case narrative: his case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received via health authority (food and drug administration (FDA); reference number: mw5071519) on 26-sep-2017 from a patient. This case concerns a 78 year old female patient who received treatment with synvisc injection and after unknown latency the patient experienced little increase in pain/ overwhelming pain/soreness, knees felt funny and used lidocaine and cortisone with each injection/ received single injection synvisc (device use issue). Concomitant medications included hyaluronate sodium (euflexxa), levothyroxine sodium (levothyroxine) for hypothyroidism, hydrochlorothiazide for high blood pressure, potassium chloride (klor-con) to prevent potassium loss, hydroxycarbamide (hydroxyurea) for high platelets, tramadol hydrochloride, gabapentin, over the counter medications, ascorbic acid/calcium pantothenate/ergocalciferol/nicotinamide/pyridoxine hydrochloride (women vitafusion multivitamin), ergocalciferol (vitamin d) and acetylsalicylic acid (aspirin). Past medications included synvisc (first series in 2013, second series in 2014 and third series in 2015). Patient had a history of hypothyroidism (post thyroid surgery because radioactive iodine did not produced desired results), high blood pressure (controlled for 30 years with treatment), and high platelet count. Patient had allergy to decongestants- palpitations; triamterene- swollen tongue on an unknown date in (B)(6) 2016, the patient received a single injection with intra-articular synvisc injection (dose, frequency, indication, lot number: not reported; and expiration date: 01-dec-2019) in the knees bilaterally. It was reported that the physician assistant (pa) used lidocaine and cortisone with each injection (device use issue). Pa was hesitant to do both knees at the same time but patient wanted relief from the pain (which was now in both the knees) and wanted to be pain free for a minimum of 6 months. On an unknown date in 2016, unknown latency of receiving the injection patient's knees felt "funny" for 2 hours there was little increase in pain for a few days. Patient had soreness for few days. Action taken: unknown. Corrective treatment: not reported for little increase in pain/ overwhelming pain/soreness and knees felt funny. Outcome: recovered for little increase in pain/ overwhelming pain/soreness and knees felt funny. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: medically significant for little increase in pain/ overwhelming pain/soreness. Additional information was received on 09-oct-2017. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 06-feb-2018. Verbatim was updated for the event of little increase in pain/ overwhelming pain to little increase in pain/ overwhelming pain/soreness. Patient details was added. Information about concomitant medications added. Medical history added. Clinical course updated. Text was amended accordingly. Upon internal review on 01-nov-2019 with the clock start date 06-feb-2018, the event term coded was updated from device use issue to wrong injection technique and device used for unapproved schedule

Event description:
His case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received via health authority (food and drug administration (FDA); reference number: mw5071519) on 26-sep-2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc injection and after unknown latency the patient experienced little increase in pain/ overwhelming pain/soreness, knees felt funny and used lidocaine and cortisone with each injection/ received single injection synvisc (device use issue). Concomitant medications included hyaluronate sodium (euflexxa), levothyroxine sodium (levothyroxine) for hypothyroidism, hydrochlorothiazide for high blood pressure, potassium chloride (klor-con) to to prevent potassium loss, hydroxycarbamide (hydroxyurea) for high platelets, tramadol hydrochloride, gabapentin, over the counter medications, ascorbic acid/calcium pantothenate/ergocalciferol/nicotinamide/pyridoxine hydrochloride (women vitafusion multivitamin), ergocalciferol (vitamin d) and acetylsalicylic acid (aspirin). Past medications included synvisc (first series in 2013, second series in 2014 and third series in 2015). Patient had a history of hypothyroidism (post thyroid surgery because radioactive iodine did not produced desired results), high blood pressure (controlled for 30 years with treatment), and high platelet count. Patient had allergy to decongestants- palpitations; triamterene- swollen tongue on an unknown date in (B)(6) 2016, the patient received a single injection with intra-articular synvisc injection (dose, frequency, indication, lot number: not reported; and expiration date: 01-dec-2019) in the knees bilaterally. It was reported that the physician assistant (pa) used lidocaine and cortisone with each injection (device use issue). Pa was hesitant to do both knees at the same time but patient wanted relief from the pain (which was now in both the knees) and wanted to be pain free for a minimum of 6 months. On an unknown date in 2016, unknown latency of receiving the injection patient's knees felt "funny" for 2 hours there was little increase in pain for a few days. Patient had soreness for few days. Action taken: unknown. Corrective treatment: not reported for little increase in pain/ overwhelming. Pain/soreness and knees felt funny. Outcome: recovered for little increase in pain/ overwhelming pain/soreness and knees felt funny. A pharmaceutical technical complaint (ptc) was initiated with global ptc number:(B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: medically significant for little increase in pain/ overwhelming pain/soreness additional information was received on 09-oct-2017. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 06-feb-2018. Verbatim was updated for the event of little increase in pain/ overwhelming pain to little increase in pain/ overwhelming pain/soreness. Patient details was added. Information about concomitant medications added. Medical history added. Clinical course updated. Text was amended accordingly.

Event description:
This case was cross referenced with (B)(4). This unsolicited case from united states was received via health authority (food and drug administration (FDA); reference number: mw5071519) on 26-sep-2017 from a patient. This case concerns a female patient who received treatment with synvisc injection and after unknown latency the patient experienced little increase in pain/ overwhelming pain, knees felt funny and used lidocaine and cortisone with each injection/ received single injection synvisc (device use issue). Concomitant medications included hyaluronate sodium (euflexxa), levothyroxine sodium (levothyroxine), hydrochlorothiazide, potassium chloride (klor-con), hydroxycarbamide (hydroxyurea), tramadol hydrochloride, gabapentin, over the counter medications, ascorbic acid/calcium pantothenate/ergocalciferol/nicotinamide/ pyridoxine hydrochloride (women vitafusion multivitamin), ergocalciferol (vitamin d) and acetylsalicylic acid (aspirin). Past medications included synvisc (first series in 2013, second series in 2014 and third series in 2015). On an unknown date in 2016, the patient received a single injection with intra-articular synvisc injection (dose, frequency, indication, lot number: not reported; and expiration date: 01-dec-2019) in the knees bilaterally. It was reported that the physician assistant (pa) used lidocaine and cortisone with each injection (device use issue). Pa was hesitant to do both knees at the same time but patient wanted relief from the pain (which was now in both the knees) and wanted to be pain free for a minimum of 6 months. On an unknown date, unknown latency of receiving the injection patient's knees felt "funny" for 2 hours there was little increase in pain for a few days. Corrective treatment: not reported for all. Outcome: recovered for little increase in pain/ overwhelming pain and knees felt funny a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: medically significant for little increase in pain/ overwhelming pain.